Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold. Functional tests were performed with positive results. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that after start up, the cs300 intra-aortic balloon pump (iabp), unit failed functional tests, k6, k6a, k7, k8 leak test failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.